Event description:
Hcp reported following a neurostimulation trial, during implantation of the permanent leads, the patient coded, was resuscitated, and later expired. The patient had been suffering from right leg and hip pain and had gotten relief from a neurostimulation trial so the decision was made to go ahead with permanent implant. The pt reportedly had a heart condition and had previous bypass surgery, but details were unknown at the time of this report. The patient had complained of left arm pain during trialing which was eased by repositioning. The patient was given a "heavy mac" for comfort during placement of the needles and electrodes. The patient was then allowed to wake up by stopping of the sedation drugs and the leads were tested for placement. The patient was again sedated so the system could be implanted. The hcp made the incision and was placing the anchors at the time the patient coded. The patient was flipped over and resuscitation efforts were initiated. Approximately fifteen minutes later, the hcp attained a pulse. The leads were explanted and discarded. Three days later, the patient remained in a coma and unresponsive. The patient was transported to another hospital. Upon further follow up, it was learned that the patient expired in 2006. The cause of death is unknown at this time. A follow up report will be sent when additional information is received.